Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an unknown procedure, on the 3rd day post operatively, the anastomosis was incomplete, reoperation was done. Procedure was completed with same like product. Patient is well. No further information is available. Device was discarded after the first procedure as during the operation blue liquid test was ok.